Event description:
Patient developed signs of inflammation and a green substance was leaking from the incision site approximately two weeks post rotator cuff repair with orthadapt augmentation. Drainage cultures tested negative for growth. The bioimplant was explanted approximately five weeks post-repair.

Manufacturer narrative:
Histopathology performed on the explanted tissue sample indicated acute inflammation and purulent exudate consistent with an infectious process. Additional documentation was requested from physician; however, the information was not provided. The case assessment based on the provided information, could not determine the specific cause of the event; however, infection or early cuff rupture cannot be ruled out. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc.